Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was being treated for an intracranial aneurysm using the pipeline flow-diverting stent. Access was obtained via the right femoral artery (7.6 mm). The patient's vessel tortuosity was severe. The navien intracranial support catheter (rfx058-115-08) was positioned at the c4 horizontal segment of the internal carotid artery, and the phenom catheter (fg15150-0615-1s) was advanced to the m3 segment of the middle cerebral artery. During the process of delivering the stent to the target position, the operator reported significant resistance and difficulty in delivery. There was resistance within the middle of the navien catheter. After the stent reached the target position, the operator attempted to deploy it by withdrawing the catheter. However, only about 10 mm of the radiopaque wire of the stent was visible, and the stent body could not be pushed out of the microcatheter. The operator attempted several times to withdraw the microcatheter, but it did not move and the stent could not be deployed. There was resistance within the distal end of the phenom catheter. Concerned that further manipulation might damage the stent, the operator removed the navien and the phenom 27. It was then observed that the navien was kinked in the middle and the distal end of the phenom was deformed. The operator opened new navien and new phenom and used the original first stent ped- 425-18, to complete the procedure. No patient symptoms or complications were reported. The navien and phenom catheters and any accessory devices were prepared and flushed as indicated in the IFU.